Event description:
The trilogy evo ventilator was evaluated by the third-party service center for the complaint "service required alarm". There was no patient involvement, and no harm or injury reported. On device evaluation, the customer complaint could not be replicated. The device did not pass the internal flow verification performance test. The machine flow sensor was replaced to address this issue. Additional findings not related to the malfunction/issue: the blower assembly, blower bellows seal, blower mounts, muffler assembly, air inlet foam filter, the vanity cover, tubing system printed circuit board assembly, tubing blower chassis, tubing-fio2 and tubing-low flow oxygen were replaced due to dust/dirt contamination. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.